Event description:
It was reported that the patient reported the alarm volume on their system controller was low and a vad coordinator confirmed the volume was indeed low. The controller was exchanged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of quiet alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days (B)(6) 2022 per timestamp. Events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 13:25:37 and the controller was shut down at 13:26:01. There were no notable alarms active in the log file pertaining to the reported event. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller functioned as intended; however, the speakers were noted to be quiet. Upon further investigation, a decibel (db) reader was used to measure the alarms on the controller. The buzzers were measured to be 90db; however, one buzzer was measured to be lower at 84db which is below the expected 85db. The speaker wires were reseated and retested. After reseating the wires, the buzzers were measured at 90db and 88db respectively. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for entitled ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use entitled ¿alarms and troubleshooting and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.